Manufacturer narrative:
A replacement power supply was sent to the customer. Per additional information provided by the customer on (B)(6) 2012, the plastic screw points on the transformer all broke at the same time as she was pulling the plug from the wall, exposing the inner electronics. Customer confirmed she had not dropped the part, nor had any problems with it prior. The analysis/evaluation performed on the power supply. In summary, the product evaluation revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) second edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producting the correct voltage. Resistance across the ac plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.9 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the transformer for her three month old pump was falling apart. She was taking it out of the outlet and "everything came undone." No injuries were reported.